Event description:
The manufacture received information alleging a ventilator's pressure was fluctuating. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board, blower assembly, blower bellows seal, machine flow sensor and internal tubings were found to be contaminated and were replaced to address the issues.

Manufacturer narrative:
The manufacturer previously reported a ventilator's pressure was fluctuating and several components were found to be contaminated and were replaced. During additional evaluation of the device, the ventilator failed a test step during testing. The device's active exhalation control module and solenoid valve were replaced to address the issue.